Event description:
While at service at baxter, a failure code 570 occurred during testing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.